Event description:
Additional information received revealed the patient's ipg was explanted and replaced to provide resolution.

Manufacturer narrative:
The reported observation of inoperable ipg was confirmed. Review of the implantable pulse generator (ipg) diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed the device was functional but would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg has been deemed inoperable. Troubleshooting was unable to successfully/consistently restore therapy. As a result, the patient plans to undergo surgical intervention on a later date.